Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix anchor broke. The broken pieces were retrieved with tweezers. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix anchor broke. The broken pieces were retrieved with tweezers. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found that the device has not been deployed. The anchor appears to be broken on the proximal end. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.